Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele and enterocele. It was reported that patient underwent mesh removal, robotic sacral colpopexy and lysis of massive intraoperative intraperitoneal adhesions on (B)(6)2012 and an additional bladder lift on (B)(6) 2012. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2008 and mesh was implanted into the patient. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No add'l info was provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infections, strong odor, and vaginal bleeding.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008, and a mesh was implanted. It was reported that the patient underwent an excision of vaginal mesh exposure on (B)(6) 2010, due to vaginal mesh exposure. It was reported that the patient underwent vaginoplasty using flex hd graft on (B)(6) 2012, due to pop and vaginal mesh exposure. It was further reported that the patient underwent coloplast y mesh implant on (B)(6) 2012. No additional information was provided.